Event description:
It was reported that a balloon rupture occurred. A 10mm x 4.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, upon fifth inflation, it was noted that the balloon ruptured. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications and patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6).